Event description:
Atty alleges in 1980 the plaintiff consulted her physician regarding the position and condition of the prostheses. Plaintiff has suffered injury. Has had further treatment and surgery, scarring, leaking, shock and distress, severe depressin and atypical rheumatic syndrome caused or contriburted to by the presence of high levels of silicone in the plaintiff's body.